Event description:
It was reported that the customer experienced pain at the sensor insertion site, the sensor's adhesive was not sticking, and that the customer's insulin pump might have been exposed to moisture damage. The customer stated that the screen was exposed to water and went blurry before going back to normal. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.